Manufacturer narrative:
Concomitant medical products: insert tibia logic ps sz4 9mm. Tray tibia logic cm sz 4f/3t. Patella three peg 32mm. As reported, approximately 11 years postop the initial right tka,a revision knee surgery on a (B)(6) y/o male patient was scheduled. The patient returned experiencing knee pain. It was noted that the patient was a plumber and probably spent a lot of time on his knees. The patient had a size 4 logic femur a size 4f/3t and a 9mm insert. The femur was a good fit, so we revised to a 4 optetrak cck femur using 2 10mm posterior augments and one 10mm distal augment. Tibia was revised to a 4f/3t and an 11mm cck insert was used. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the hospital retains all retrievals. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Event description:
As reported, approximately 11 years postop the initial right tka,a revision knee surgery on a (B)(6) y/o male patient was revised. The patient returned experiencing knee pain. It was noted that the patient was a plumber and probably spent a lot of time on his knees. The patient had a size 4 logic femur a size 4f/3t and a 9mm insert. The femur was a good fit, so we revised to a 4 optetrak cck femur using 2 10mm posterior augments and one 10mm distal augment. Tibia was revised to a 4f/3t and an 11mm cck insert was used. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the hospital retains all retrievals.